Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent a hip revision procedure approximately thirteen months post-implantation due to unknown reasons. During the procedure, the acetabular cup and femoral head were removed and replaced and an acetabular liner was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information and corrected information. Medical product - biomet m2a magnum cup catalog#: us157848 lot#: 833060, biomet m2a magnum taper adapter catalog#: 139252 lot#: 181890, biomet taperloc stem catalog#: 11-103203 lot#: 335640.